Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection. Checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of unexpected sensor alerts was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a calibration error or calibration not accepted, an unexpected suspension [low sg], and a sensor glucose vs. Blood glucose difference. The customer reported no adverse events. The event involved product(s) mmt-7040a. Troubleshooting was performed, and the customer reported a mismatch between sensor glucose and blood glucose that was out of range. The explained sensor may no longer be responsive to glucose fluctuations. The customer reports receiving the "calibration not accepted" notice. The consumer input a new blood glucose level to be calibrated, however, it was not accepted. The customer did not receive a "change sensor" notification. After receiving a calibration not accepted notice, it was explained that they should wait before attempting to calibrate again. Insulin delivery has been suspended due to a glucose difference between sensor glucose and blood glucose. The sensor glucose value of 54 mg/dl triggered the suspension, while the low limit in sensor settings was 70 mg/dl. The blood glucose value associated with the triggered suspend event was 288 mg/dl, which exceeded the target glucose difference. No harm requiring medical intervention was reported. Mmt-7040a was requested and the customer response was that the device would be returned.